Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # 654c56 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device (a) was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described could not be confirmed as no malformed staples were observed. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 654c56, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: batch #654c56. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure, the device did not be fired at 5th firing. The knife moved a little but stopped in the middle. The knife did not return automatically, the home button was pressed and the battery was replaced but, the device did not work. Manual overdrive was pressed and the knife returned and opened the tip. Staple shape was u-shape. It was used on the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.